Manufacturer narrative:
(B)(4). Concomitant product: pco15x parietex pcox rnd 15 cm x1 (lot# pmi00457), pco1510x parietex pcox 15x10 cm x1 (lot# pnj0054x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia and right/left inguinal hernias. It was reported that after implant, the patient experienced infection, segmental pulmonary emboli, atelectasis, slowly improving tachycardia, diarrhea, recurrence, oliguria [abnormally small amounts of urine], pain, nausea, vomiting, fever, chills, small bowel obstruction, abdominal pain, serosal traction tear, pulmonary infarcts, inflammation, air-fluid collection, and ileus. Post-operative patient treatment included revision surgery, PICC line placed, ng tube, therapeutic anticoagulation for pe, IV hydration, analgesics, hernia repair with new mesh, admission to hospital, lysis of adhesions, serosal traction tear repaired, drain in place, and mesh removal.